Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they heard an alert tone coming from their implantable cardioverter defibrillator (ICD). Upon follow-up with the patient¿s clinic it was indicated the alert was due to out of range right ventricular (rv) lead impedance. The device remains in use. The rv lead impedance alert tone was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.